Event description:
Cyberonics, inc. MFR# 1644487-2008-00664. The reporter indicated the patient's generator does not turn on at the right times. The reporter confirmed "that the device was going off at different times." The patient uses the vns system to treat depression and epilepsy. The patient stated "about 6 months ago, patient felt her bipolar was worsening and she tried to commit suicide." She was released from the hospital. In retrospect, the "patient thought maybe the device is not working." The patient did not feel stimulation for a while. The patient reported the device was on: "20mins in 2008 and on for 1 hour on the next day, and she had to tape the magnet to the device." In addition, the patient stated "her generator goes off sometimes constantly for an hour then it will stop." On the following day, the reporter performed diagnostics on the patient. In addition, the reporter stated "he did not notice the device functioning abnormally in anyway." The reporter did not make any setting changes on the visit. The reporter has not provided a surgery consult date. Good faith attempts for additional information are in progress and awaiting results.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.